Event description:
Pt had a left total knee done in 8/91. Recently, she began having pain and a clunking sensation in that knee. X-rays were negative, but her surgeon felt that plastic tibial component was broken. Taken to surgery on 5/13/97 and the tibial component was found to be severely eroded along both sides of the posterior condyles. The eroded part was removed and replaced.